Event description:
It was learned that a patient with a 25mm 8300ab intuity valve underwent a valve-in-valve procedure after an approximate implant duration of five (5) years due to structural deterioration with calcification, severe stenosis with severely elevated gradients, and mild-moderate tranvsvalvular regurgitation. The patient presented with symptoms of nyha class 2-3. The tavr procedure was successfully performed with a 29mm non-edwards transcatheter valve. His recovery was uncomplicated, and he was discharged on postoperative day 2.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to h6. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including type 2 diabetes.